Event description:
The pt experienced a loss of therapeutic effect on her left side following new yoga exercises. The exercises involved a lot of stretching and twisting. The right side was still working. The pt was seeking a new physician that was in her insurance network. Further info is being requested at this time.

Manufacturer narrative:
(B)(4)